Event description:
The system 7 v-notch sagittal saw was sent for evaluation due to overheating during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.